Event description:
It was reported that stent damage occurred. The target lesion was located in moderately tortuous and non-calcified right coronary artery. After placing a guide catheter and guide wire, pre-dilatation was performed. A 38x2.50mm promus premier select drug-eluting stent was advanced for treatment. However, the device could not go through and when device was pulled out, it was noticed that the proximal stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was okay.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the mid and distal region stretched and pulled distally extending past the tip of device. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink located at 14.8cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in moderately tortuous and non-calcified right coronary artery. After placing a guide catheter and guide wire, pre-dilatation was performed. A 38x2.50mm promus premier select drug-eluting stent was advanced for treatment. However, the device could not go through and when device was pulled out, it was noticed that the proximal stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was okay.